Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Other relevant device(s) are: pn: 9733823. Ln: unk, UDI: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that they were unable to connect their camera with the navigation system. They connected the microscope and aimed the camera, but still had a red line of communication to the camera. The health care professional decided to not use the microscope interface and resumed surgery. There was a 20 min delay in the case. No impact on patient outcome. 2020-01-23 (B)(4) (rep, for); medtronic received information that the navigation system and microscope were used in a subsequent procedure on a different patient without replication of the reported issue.